Event description:
It was reported that the patient experienced pain and redness at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months after implant prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI)#: (B)(4).